Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis. Urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. Baseline report previously provided.

Event description:
It was reported that following initial treatment with a urethral bulking implant, a patient experienced retention and went to the emergency room ten days later. Erosion of implant material was noted by emergency room physician. The physician removed the implant material and placed a foley catheter. The urethra re-epihelialized and is not healed. The healing process was noted as taking a few weeks. The current satuts of the patient was described as incontinent. Injection details are as follows: treatment volume per side was 1cc, rigid needle used, transurethral approach, rate of injection was over 1 minute, needle held at injection site for 90 seconds. Injection site was distal to bladder neck, needle was inbedded to shoulder, no blanching or blebing noted, coaptation was noted, urethral tissue appeared healthy, no pale, atrophic or poorly vascularized mucosal lining was noted.